Event description:
On (B)(6) 2011, the patient reported the down button of the infusion device is no longer responding to presses. The patient noticed the issue about 1 week ago. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.